Manufacturer narrative:
The manufacturing date cannot be identified at this time, since the serial for the scope was not provided. It is unknown whether the device has already been returned to olympus for evaluation. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The customer returned the distal end cover to omsc for evaluation. Based on the evaluation performed on the returned distal end cover, it was confirmed that there was a crack at the back edge, and olympus was further informed that the customer was using an anti-fogging product, which most likely caused the reported event. The device instruction manual intructs user "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline(r)) to the distal cover and the endoscope. These products may cause cracks of the distal cover. If a distal cover with cracks is used, it may cause thermal injury due to electric current leaks when high-frequency cauterization treatment is performed." ¿never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." "Inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Olympus medical systems corp. (Omsc) was informed that the distal end cover of the scope came off when inserting the scope into the patient. Before the procedure, the distal end cover was attached to the scope. There was no patient injury reported. This report is related to patient identifier number (B)(6), which was reported under MFR. Report number (B)(4). This report is related to patient identifier number (B)(6), which was reported under MFR. Report number (B)(4).